Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis type of procedure: deformity/scoliosis construct levels implanted: t3-l4 date of implant: (B)(6) 2014, date of explant: (B)(6) 2016. It was reported that on (B)(6) 2014, the patient underwent surgery. Post-op, 5.5mm cocr rods became dislodged bilaterally from the most caudal (l4) screws of the construct. The set screws holding the rods in place either loosened or became dislodged and required a revision surgery to correct the issue. Hence, on (B)(6) 2016, the patient underwent revision surgery in which all the affected implants were explanted and re-instrumentation was done with another spine vendor.

Manufacturer narrative:
Product analysis: optical examination of asymmetrical wear noted on the periphery of the rod interface surface and asymmetrical rod interface witness marks identified. Rod interface surface wear consistent with screw back out. The noted observations are inconclusive regarding root cause of screw back out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.